Event description:
Rn programmed alaris module to administer potassium chloride 20meq/100ml. Rn observed drip start which appeared to be running at an acceptable rate. When assessing pt 5 mins later, almost the entire bag of potassium chloride infused in no more than five minutes. Rn immediately turned off the channel and notified the lead rn and the doctor. Dr instructed to monitor pt. Removed and sequestered brain and with two modules and bags / lines still intact. New equipment wad obtained for pt use. Pt was monitored with no cardiac or other symptoms occurring. Incident occurred around 2200 on (B)(6) 2023. K levels as follows: (B)(6) 2023 at 2039 3.1 mmol/l, (B)(6) 2023 at 033 3.0 mmol/l, (B)(6) 2023 at 433 3.7 mmol/l.